Event description:
It was reported that this right atrial lead exhibited undersensing. Reprograming of the device was performed. A system revision was performed and the device was surgically abandoned. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only**this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial lead exhibited undersensing. Reprograming of the device was performed. A system revision was performed and the device was surgically abandoned. This lead remains in service. No further adverse patient effects were reported.